Event description:
It was reported by the patient that the power button on the previously working remote monitor was unresponsive. The patient was advised to disconnect and reconnect the power cord. The power button then worked correctly and the patient was able to complete a successful transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.